Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned vascular intervention procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluro storage was not possible due to image disk problem. Review of the system log file showed that the fluoroscopy failed and there was an image disk problem. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). The fse replaced the hard disks of the x-ray pc and recreated the image store. After the repair, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a problem with the image storage disk and the fluoroscopy could not be performed. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.